Event description:
The customer reported, the unit had a blank screen.

Manufacturer narrative:
The customer reported, the unit had a blank screen. A philips representative duplicated the reported issue. Replacing the control and keyscan pca resolved the reported issue. Based on the available information, we could not determine the cause since multiple pcas were replaced.